Event description:
Went to place microintroducer in the patient's right basilic vein and it would not advance during peripherally inserted central catheter (PICC) placement. Removed and noticed defect. Area where peel away sheath meets dilator was not smooth and had a lip on it. Dropped new microintroducer set and placed PICC without complication. No harm to the patient, just noticed it would not advance.